Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 15 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that a gastrostomy was performed on (B)(6) 2020. The first anchor button released on (B)(6) 2020, the second on (B)(6) 2020, and the third on (B)(6) 2020. All three anchor sutures broke within two weeks. No patient injury was reported. Additional information received 26-jun-2020 indicated "the child is fine now but has his basic illness. Treated for skin infection around gastrostomy 2 weeks post operation, as well as granuloma."